Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All the buttons function properly. However, moisture damage was noted on the keypad traces. There are minor scratches on the lcd window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot and stained end cap sticker.

Event description:
It was reported that the insulin pump buttons were not working. Customer's blood glucose was 180 mg/dl. No further information provided.